Event description:
It was reported that the device went to elective replacement indicator (eri) early due to high left ventricular (lv) lead outputs. The device was removed and replaced. Follow-up confirmed the chronic lv lead had no issues (it was noted thresholds were 3.5v @1.5ms) and remains in use with the replacement device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 3830-59, (B)(6) 2011; 5071-53 lead, (B)(6) 2011. (B)(4).